Event description:
The account alleged the side rail does not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch bolt and top rivets are missing from the end tube. The technician replaced the side rail latch bolt and ratchet rivets to resolve the issue.